Event description:
The customer reported erratic quality control and an erroneous glucose result, for one patient, involving unicel dxc 600i synchron access clinical system. The original sample produced a result of 316 mg/dl and a critical retest value of 393 mg/dl. Subsequent testing of the same sample on (B)(6) 2012 (approximately 7 hours later) recovered a result of 506 mg/dl, with a critical retest value of 382 mg/dl. The customer released the result 506 mg/dl out of the laboratory. The patient was admitted to the hospital and later discharged. The customer has not been informed of any adverse effect associated with this incident. There has been no report of patient outcome. During the incident, the customer noticed a puddle of fluid on the system's cover below the cartridge chemistry (cc) sample probe. The customer replaced the probe and the wash collar but the probe continued to leak. There has been no report of operator injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reported: the original patient sample was retested and obtained a result of 339 mg/dl and a critical retest value of 352 mg/dl. Glucm module glucose was also tested and obtained a result of 354 mg/dl. The fse replaced the t-valve for the cartridge chemistry sample probe and resolved the leaking issue. Re-analysis of the original sample recovered a result of 471 mg/dl, a critical retest value of 471 mg/dl, and glucm value of 475 mg/dl. No further issues were noted. The unit conformed to the manufacturer's published performance specifications. It is unknown if the patient was hospitalized due to the glucose result. The customer has not received any indication from the attending physician (9 days after the incident) as to whether the result determined hospital admittance.